Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. Based on the information provided, the reported difficulties and subsequent patient effects appear to be user related. Based on the reported information, it appears that failing to remove the gripper line prior to removal of the clip delivery system contributed to the difficulties. Per the mitraclip ntr/xtr instruction for use, gripper line removal occurs before mitraclip system removal, which likely contributed to the difficulties. The reported patient effects of worsening mitral regurgitation (mr) and failure to retrieve mitraclip system components, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Device code 2017 clarifier- failure to follow steps / instructions. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient anatomy. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line left in the patient and the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and the clip placed at a1-a2 position. After deployment, the cds was removed however it was noted the gripper line was still attached to the clip. The gripper line was pulled on which resulted in the clip detaching from the posterior leaflet and remaining attached to the anterior leaflet (single leaflet device attachment (slda)). The gripper line was not removed therefore it was sutured subcutaneously and the procedure completed with the mr remaining at 4. There was a clinically significant delay in the procedure due to the noted issues. No additional information was provided.